Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the iesu for failure analysis investigation. The unit was analyzed and the erbe was returned for failure analysis bipolar not working could not be reproduced. The reported problem was, not confirmed using remote fe. The erbe was tested using system, the unit energized, cauterized and recognized instruments no issues were found that would be related to the reported event. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical inguinal hernia bilateral procedure, the customer informed the technical support engineer (tse) they were unable to get the bipolar energy to work. They also had the same issue in the prior (separate service request to be created). The customer mentioned that they replaced the instrument and bipolar cables but that did not resolve the issue. They were not trying to use the bipolar during the call, so they were unable to troubleshoot. The tse advised power cycling the erbe when they were able to. They have an arm number on the erbe rather than a question mark. The logs did not indicate any issues with the erbe. The procedure was completed and with no reported injury.